Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 342-570 mg/dl with trace ketones. A manual insulin injection was used to correct the bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.